Manufacturer narrative:
Product discarded by doctor. If further information is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Surgeon was working around patient's orbital area with a bien air drill when the twist drill broke off. Part of twist drill remains implanted in patient.